Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular (rv) lead noise warning and a rv lead integrity alert. It was also reported the lead displayed high rate non-sustained episodes, the sensing integrity count was noted, the lead impedance was high and there was a suggestion of noise over-sensing. Testing recommendations were made. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the device was "turned off," and testing the next day revealed a lead fracture. Replacement of the lead was scheduled.